Event description:
On (B)(6) 2014, the reporter contacted animas and alleged an inaccurate delivery issue. The patient had a blood glucose (bg) >500 mg/dl with chest pain, thirst, and polyuria with small ketones. The patient received no unusual treatments. During troubleshooting, customer support found no medical conditions/medications that might have contributed to the event, and did not identify any potential causes of inaccurate delivery. Basal and bolus programming and histories were as expected. Though troubleshooting did not reveal any delivery issues, the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: unable to duplicate the complaint. The black box shows on (B)(6) 2014 07:48 a replace cartridge alarm; deliveries were never resumed. The total daily doses correctly reflect the users programmed basal and bolus deliveries. Typical alarms observed in alarm history. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Returned battery cap and returned cartridge cap used to complete testing. Unrelated to the complaint, the audio bolus button cover is missing from the pump. Unable to complete a 10u audio bolus due to missing button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.